Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set experienced leakage. The following information was provided by the initial reporter: patient called stating IV was leaking. Upon entering room, writer inspected the IV line tracing from proximal end to the distal end of the IV line. Leakage was found at the 0.2 micron filter. The IV line that attaches to the micro filter was loosely attached to the square filter. IV was stopped immediately and new line was primed. No changes to patient condition noted. No apparent harm - reached patient/person, inconvenient.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of the line leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11532269 because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set experienced leakage. The following information was provided by the initial reporter: patient called stating IV was leaking. Upon entering room, writer inspected the IV line tracing from proximal end to the distal end of the IV line. Leakage was found at the 0.2 micron filter. The IV line that attaches to the micro filter was loosely attached to the square filter. IV was stopped immediately and new line was primed. No changes to patient condition noted. No apparent harm - reached patient/person, inconvenient.